Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal right coronary artery with moderate tortuosity and heavy calcification. Pre-dilatation was performed, and an attempt was made to advance the xience v stent delivery system (sds); however, the device would not cross the lesion. During removal, the sds became stuck in the guiding catheter. The xience was removed, and it was noted that the proximal stent struts were flared. A non-abbott stent was used to complete the procedure. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: grand slam, athlete gt. Guide cath: launcher ali 6 f. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The stent delivery system (sds) was not returned to abbott vascular for analysis which may have assisted in the investigation. In this case, it was reported that the lesion was described as moderately tortuous and heavily calcified with 99% stenosis which likely contributed to the reported failure to cross and subsequently resulted in the reported stent damage. Damage to the stent may have resulted in an interaction with the distal end of the guiding catheter during removal of the sds such that it may have contributed to the reported difficulty to remove. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot which could have contributed to the reported event. The reported failure to cross, stent damage and difficulty to remove appear to be related to the procedure circumstances and there are no indications of a product quality deficiency.